Event description:
It was reported that the patient presented to the clinic for routine follow-up showing noise on the ventricular lead as well as a decrease in r wave sensing and decrease impedance. Patient returned to clinic for re-evaluation where no capture and lead dislodgement were then observed. The lead was explanted and replaced. Patient was fine post procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).